Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
Event occurred in china. It was reported that during training the error ¿stop-inp¿ occurred on the rotaflow console. No patient was involved. The affected rotaflow console with s/n (B)(6) was investigated by a getinge field service technician on 2021-02-03 and the technician was able to reproduce the reported failure. The defective 701034051 rf control board pcba kit was replaced. An investigation of a rotaflow system that exhibited a similar issue was performed in getinge life cycle engineering on 2020-04-27. The most probable cause of the described error is a defect at the ic23 on the control board that worsens when the device gets warm. The device history record (DHR) has been performed on 2021-02-19. And the DHR does not show any abnormality or issue that is related or can have led to the customer complaint. Based on these investigation results the reported failure could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
Event occurred in (B)(6). It was reported that during training the error stop-inp occurred on the rotaflow console. No indication of actual or potential for harm or death reported. Complaint ID: (B)(4).